Event description:
It was reported that the patient was experiencing ipg heating up and shocking her during MRI scan. It was noted the patient could not complete scan, shocking sensation stopped when device was turned off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be retuned as it was discarded by the facility.